Event description:
Patient informed patient care technician (pct) that he had cut his penis when using the urinal the day before, pct informed the registered nurse (rn). Exam was performed by the rn. Patient unable to identify area that was damaged, rn exam performed and no injury was noted. The urinal was saved and the edging did not appear to have any defects and was examined with a new urinal and found without any obvious concerns. No treatments needed by patient for this issue.